Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was explanted due to broken lead or insulation damage. The lead was explanted and replaced. The patient was stable before, during and post procedure.